Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 275cc saline prosthesis, catalog #3542640, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis. Right deflation was diagnosed through a physical examination from a physician on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) of lot number 6525540 was reviewed on 6/15/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 6/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/16/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis. Right deflation was diagnosed through a physical examination from a physician on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.6 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed in the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The explantation date of the device was erroneously omitted from the initial report submitted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).